Manufacturer narrative:
This report is submitted on june 5, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [114451 - device analysis report reg.pdf]

Event description:
Per the patient's surgeon, it was reported that during initial implantation surgery performed on (B)(6) 2018 , the sheath allegedly broke away from the electrode resulting in the surgeon to discontinue use of the device. The patient was successfully implanted with another cochlear device during the same surgery. There is on report of patient injury associated with this event.